Event description:
It was reported that at the implant procedure when the lead was moved into the device header, one of the setscrews could not be screwed in the normal way. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned. Analysis was performed and no anomalies were found. However, the returned device indicated a damaged grommet, a set screw with a rounded socket and the set screw was found in the connector bore. (B)(4).